Event description:
After 13 and a half years in use, it was reported that the device malfunctioned. The stimulation changed and finally the neurosurgeon decided to replace the stimulator. During the replacement we noticed that one of the leads had impedance 10000 ohms. One of the two implanted leads was attached to the new stimulator. No leads were explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.